Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03342 / 03343). Requested but not returned by hospital

Event description:
It was reported a patient underwent a right hip revision procedure approximately 6 years post-implantation due to a non-implant related trauma injury that caused the cup to migrate. A fractured screw was also noted. The cup was removed and replaced with a custom triflange. It was reported by the patient's legal counsel, that patient experienced elevated metal ion levels approximately 5 years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.